Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The customer stated that the foreign material was due to insufficient cleaning during the manual cleaning process. The product was cleaned, disinfected, and sterilized before requesting repair. The air/water nozzle was brushed with a gauze, brush, or sponge. An evaluation of the returned device confirmed the customer allegation "reduced angulation". Due to the wear of angle wire, bending angle in upward direction does not meet the standard value. There were a few additional findings. Due to damage on up/down knob, water tightness was lost. Due to the wear of angle wire, the play of up/down knob was out of the standard value. Due to looseness of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The light guide connector was damaged. The adhesive on bending section cover had a chip. The distal end cover had a dent. Connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited reduced angulation. There were no reports of patient harm associated with the event. The device was returned to olympus and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.